Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Same MFR report as 3008452825-2016-00108. During an ablation procedure, a pericardial effusion occurred. The cause of the perforation is unknown as transseptal puncture was difficult and while conducting a mitral valve isthmus ablation in the left atrium, a steam pop was heard. The patient's blood pressure dropped after the steam pop occurred, trans-thoracic echocardiogram (tte) was performed and a perforation was noted, however the location of the perforation is unknown. A pericardiocentesis was performed and the patient was stable.